Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 31mm epic mitral was implanted 6years ago in 2016. On an unknown date, the patient had follow up and severe mitral regurgitation was observed. The valve was explanted on (B)(6) 2022 due to two leaflet tear at the base. A 29mm was selected for implant as the replacement. During the preparation the nurse attempted to insert a handle into a holder but it kept disengaging and the handle kept popping out. The holder broke outside the patient and before the implantation of the valve. The second sizer set was opened but the same thing occurred. The nurse used robbers to attach to the holder, the valve was rinsed and passed onto the surgeon. The surgeon attempted to ratchet the valve but the holder broke in his hands into two pieces (top part where the handle is inserted and bottom, with legs attached to the valve). Both parts were only holding together by the retaining sutures. Surgeon cut off the sutures and removed them completely and proceeded to implant the valve using initially two robbers attached to the sewing cuff, then only with one. The valve was successfully implanted and successfully underwent a competency test with saline solution. The patient is currently recovering in the ICU, echocardiogram indicated no paravalvular leak (pvl). No additional information was provided.

Manufacturer narrative:
An event of the valve holder breaking was confirmed. Gross examination found that the valve holder plug was detached and not received at abbott while the spool and base were received disconnected from each other. A detached valve plug can cause the valve holder to disconnect. How or when the valve holder plug became detached could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization, which includes inspection of the holder and inspection of the final valve assembly with both the holder and the valve. No potential handling issues during holder attachment, final inspection, final sterilization and packaging were identified that could cause the plug to detach from holders. The cause of the valve holder breaking could not be conclusively determined.

Manufacturer narrative:
Additional information sections: g3, h1, h2, h6, h10. An event of the valve being explant due to mitral regurgitation and two leaflet tears at the base was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.